Event description:
The patient noted that they saw their healthcare provider on 2016-dec-09. The patient reported that their constipation they were hav ing was not related to their ins. The patient stated that they ¿couldn't find the ins under their skin.¿ the ins was on their left side and their left hand was ¿practically useless¿. The patient was eventually able to connect to their ins with their patient programmer. Stimulation was turned on and was set on program 2 at 3.0 v. The patient tried program 1 and turned stimulation up to 3.1 v. The patient could feel it a little more as before the patient was unsure if they felt stimulation.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were unable to hold the controller in their hand to sync the programmer with the implant, turn it on, or increase stimulation. It was indicated that the patient had medical issues with their hands. The entire week of the report it was turned off, and they were having the same symptoms as before the evaluation. They figured the device was off on 2016 (B)(6). The patient was able to sit in a chair after hours, and get the device to sync and turn on. It was noted that the patient still had to change pads with every void like before the evaluation, and was still having more leakage. On 2016 (B)(6), it was reported that the patient's symptoms had been as bad, or worse, than prior to the implant and they were going through pads. They noted that their trial was 85% effective. They met with a healthcare professional (hcp) about two weeks after the implant who used a computer to adjust things, which worked for a short time, but then was ineffective. They spoke a manufacturer representative (rep) after that point, who told them they couldn't fix it. They reported they were having difficulty holding the antenna in place and making adjustments with the programmer due to side effects, on their left side, following anaphylactic shock and permanent brain damage, which both happened prior to the implant. The device was placed on that side. They also noted that they liked the trial controller better than their current programmer because it had wireless capabilities. They noted that they were at program 1 at 1.6 v. They increased it to 1.7, but that was uncomfortable. They then changed to program 2. It was also reported that they had poor communication on their programmer. After repositioning the antenna, the issue was resolved. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.